Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncope. A remote interrogation was performed and boston scientific technical services (ts) was consulted to review the interrogation data. Ts noted oversensing of noise with pacing inhibition and asystole greater than two seconds on the right ventricular (rv) channel. Ts discussed that the noise was from the pacemaker and another manufacturer's rv lead oversensing the minute ventilation signal. Further review of the data noted another manufacturer's right atrial (ra) lead had impedance spikes from 400 to 1400 ohms. Ts recommended further evaluation of the lead integrity and to program the minute ventilation feature off. The minute ventilation feature was programmed off. At this time no further programming changes were made and the pacemaker and other manufacturer's rv and ra leads remain in service.